Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect total b-hcg results generated on the architect i2000sr instrument for one patient. An initial hcg test was 39.39, and the retest was <1.2 (unit: miu/ml, reference range <5). No impact to patient management was reported.

Manufacturer narrative:
The customer contacted service and service determined the arc, probe to be the cause of the issue. Service recommended the customer replace the part. Part replacement resolved the issue. An instrument service history review revealed no additional tickets related to erratic or discrepant patient results reported for (B)(6). There were no additional service issues on or around the date this complaint was initiated that may have contributed to this issue. There were no additional discrepant results documented after replacement of the arc, probe. A review of tracking and trending did not reveal any trends related to the customer¿s issue. Labeling was reviewed and found to be adequate. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem; and instructions for replacing the probe. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. Based on the information within the complaint record, no systemic issue or deficiency was identified.